Event description:
The patient was on home infusional 5 fu with a bd q-syte attached to the port tubing, and a pump cassette attached to the bd q-syte device. The patient returned to the hospital with a bd q-syte device that was leaking chemotherapy drugs.

Manufacturer narrative:
The actual sample involved in the incident is not available for evaluation, however, representative units from multiple lot numbers will be returned. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).